Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 18.3 mmol/l and 8.8 mmol/l on the active system. Reporter did not indicate if pt modified therapy based on these values. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.